Event description:
Hcp reported that pt had complaints of an increase in pain and it was noted that the residuals were too high. A rotor study was done, but the results were not reported. The pump was replaced in 2002. The pt was discharged to home doing well.